Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Chipped front upper tooth [tooth fracture] toothbrush has quite a strong vibration [device physical property issue] case description: a female consumer, (B)(6), reported using the oral-b vitality series toothbrush for the first time from (B)(6) 2015 and it chipped her front upper tooth over the weekend. She stated that she and her husband have been using these products for 20 years, and that they were using a model that died and so recently got this new one. She reported that the new one has quite a strong vibration. She telephoned a dentist and has an appointment scheduled for next week. No treatment was used to alleviate her symptom. She stated that it only happened with this brush, and she cannot find the one they used to use, which she identified as an oral-b toothbrush type 4731. Product use was discontinued. The case outcome was not recovered/not resolved. No further information was provided. Review of audiolog of initial telephone contact of (B)(6) 2015: a female consumer, (B)(6), reported using the oral-b vitality series toothbrush for the first time beginning on an unspecified date for about a week, brushing her teeth for a little less than 2 minutes twice a day, when it chipped her front upper tooth on (B)(6) 2015. Product use was discontinued on (B)(6) 2015. The lot number was reported as n2820 l04. Relevant history: similar product used previously: yes-braun toothbrush type 4731 with no adverse event; allergy-none; medical history-none. No further information was provided.

Manufacturer narrative:
The returned sample was analyzed and did not provide any root cause for the failure.

Event description:
Chipped front upper tooth [tooth fracture]. Teeth #7, 8, 9, 10 and 11 have 1-2mm deep abraded incisal areas [tooth erosion]. Toothbrush has quite a strong vibration [device physical property issue]. Case description: a female consumer, age (B)(6) years, reported using the oral-b vitality series toothbrush for the first time from (B)(6) 2015 and it chipped her front upper tooth over the weekend. She stated that she and her husband have been using these products for 20 years, and that they were using a model that died and so recently got this new one. She reported that the new one has quite a strong vibration. She telephoned a dentist and has an appointment scheduled for next week. No treatment was used to alleviate her symptom. She stated that it only happened with this brush, and she cannot find the one they used to use, which she identified as an oral-b toothbrush type 4731. Product use was discontinued. The case outcome was not recovered/not resolved. No further information was provided. Review of audiolog of initial telephone contact of (B)(6) 2015: a female consumer, age (B)(6) years, reported using the oral-b vitality series toothbrush for the first time beginning on an unspecified date for about a week, brushing her teeth for a little less than 2 minutes twice a day, when it chipped her front upper tooth on (B)(6) 2015. Product use was discontinued on (B)(6) 2015. The lot number was reported as n2820 l04. Relevant history: similar product used previously: yes-braun toothbrush type 4731 with no adverse event; allergy-none; medical history-none. No further information was provided. (B)(6) 2015 consumer's questionnaire and medical records received: questionnaire: the consumer, a (B)(6) year old non-pregnant female and retired former nurse, reported using the oral-b vitality rechargable toothbrush for brushing teeth for the first time beginning at the end of (B)(6) 2015 for approximately 1 minute twice a day, when after using for about a week, she stated that both of her front teeth chipped on (B)(6) 2015. She stated that she discontinued product use on (B)(6) 2015 and has since returned the product. She reported that she had used another oral-b electric toothbrush for about 8 years, but it died. No self-treatment was used. The consumer reported that she telephoned and visited the dentist, who told her that she would possibly need a laminate or bonding in the future, but she has not received any medical treatment to date. Relevant history: allergy-none; concomitant product=psyllium husk capsule for "fiber" once daily. The case outcome remained not recovered/not resolved. Dental record: the consumer presented to the dentist complaining of having chipped her front teeth after using the oral-b vitality toothbrush. Upon clinical exam, it was noted that teeth #8 & 9 did have 1-2mm deep abraded incisal areas. The teeth previously unrestored, may need future bonding or other cosmetic procedures such as laminates. No further information was provided. (B)(6) 2015 product investigation results: the product was returned by the consumer and found to be within specification/limits. No product/technical fault was found. The claim cannot be verified. Product confirmed to be oral-b type 3709 toothbrush with a production code of 404. No further information was provided. (B)(4) 2015 received letter from consumer's dentist dated (B)(6) 2015: the consumer's dentist reported that the consumer presented to his office complaining of having chipped her front teeth after using the rotary powered oral-b vitality series toothbrush. Upon clinical exam, the dentist noted that teeth number 7, 8, 9, 10 and 11 had 1-2mm deep abraded incisal areas. Her teeth are previously unrestored, and will now need porcelain laminates to restore properly. No further information was provided.

Manufacturer narrative:
The returned sample was analyzed and did not provide any root cause for the failure.

Event description:
Chipped front upper tooth [tooth fracture]; teeth #8 & 9 have 1-2mm deep abraided incisal areas [tooth erosion]; toothbrush has quite a strong vibration [device physical property issue]. Case description: a female consumer, age (B)(6), reported using the oral-b vitality series toothbrush for the first time from (B)(6) 2015 and it chipped her front upper tooth over the weekend. She stated that she and her husband have been using these products for 20 years, and that they were using a model that died and so recently got this new one. She reported that the new one has quite a strong vibration. She telephoned a dentist and has an appointment scheduled for next week. No treatment was used to alleviate her symptom. She stated that it only happened with this brush, and she cannot find the one they used to use, which she identified as an oral-b toothbrush type 4731. Product use was discontinued. The case outcome was not recovered/not resolved. No further information was provided. Review of audiolog of initial telephone contact of (B)(6) 2015: a female consumer, age (B)(6), reported using the oral-b vitality series toothbrush for the first time beginning on an unspecified date for about a week, brushing her teeth for a little less than 2 minutes twice a day, when it chipped her front upper tooth on (B)(6) 2015. Product use was discontinued on (B)(6) 2015. The lot number was reported as n2820 l04. Relevant history: similar product used previously: yes-braun toothbrush type 4731 with no adverse event; allergy-none; medical history-none. No further information was provided. 19-jun-2015 consumer's questionnaire and medical records received: questionnaire: the consumer, a (B)(6) old non-pregnant female and retired former nurse, reported using the oral-b vitality rechargable toothbrush for brushing teeth for the first time beginning at the end of (B)(6) 2015 for approximately 1 minute twice a day, when after using for about a week, she stated that both of her front teeth chipped on (B)(6) 2015. She stated that she discontinued product use on (B)(6) 2015 and has since returned the product. She reported that she had used another oral-b electric toothbrush for about 8 years, but it died. No self-treatment was used. The consumer reported that she telephoned and visited the dentist, who told her that she would possibly need a laminate or bonding in the future, but she has not received any medical treatment to date. Relevant history: allergy-none; concomitant product=psyllium husk capsule for "fiber" once daily. The case outcome remained not recovered/not resolved. Dental record: the consumer presented to the dentist complaining of having chipped her front teeth after using the oral-b vitality toothbrush. Upon clinical exam, it was noted that teeth #8 & 9 did have 1-2mm deep abraided incisal areas. The teeth previously unrestored, may need future bonding or other cosmetic procedures such as laminates. No further information was provided. 26-jun-2015 product investigation results: the product was returned by the consumer and found to be within specification/limits. No product/technical fault was found. The claim cannot be verified. Product confirmed to be oral-b type 3709 toothbrush with a production code of 404. No further information was provided.